Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to low blood glucose 91 mg/dl and 87 mg/dl low blood glucose on march 13 2018. The customer¿s blood glucose level was 61 mg/dl at time of incident and current blood glucose 230 mg/dl. The customer¿s blood glucose level was 116 mg/dl. The customer treated with food and glucose tablets. The customer does not allege pump was over delivering. The customer was wearing the pump less than 48 hours prior to the hospitalization. The customer was advised to monitor pump and blood glucose. The insulin pump will not be returned for analysis.